Event description:
(B)(4). Total hysterectomy, leaving ovaries. Essure removed successfully after severe side effects. Irregular heavy bleeding, pain during intercourse, pain and cramps, hyper sensitivity to nickel/titanium, allergy, adenomyosis, tiredness, brain fog, inflammation, hair loss.